Event description:
Affiliate reported that the surgeon had problems with inserting and removing the guide wire. When he was removing the catheter, the tip was severed off and left in the patient. The patient was scheduled to have the piece of silicone removed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.